Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of white residue in air-water channel and cylinder could not be established whereas, the most probable cause of corrosion in ethylene oxide (gas) valve is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service center identified white residue in air-water channel, cylinder and corrosion on ethylene oxide (gas) valve. There was no patient involvement.